Event description:
Covidien received info stating that due to an 840 ventilator malfunction, the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).